Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the shoulder pack revealed a damaged fabric on the main flap and damaged viewing window. Which correlates with the reported event. As a result, the reported event was confirmed. The most likely root cause of the reported events can be attributed to wear and/or due to handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The shoulder pack was returned the manufacturer because there was damaged leather and the plastic window was damaged. The shoulder pack subsequently tested out-of-specification on manufacturer's analysis. No patient complications have been reported as a result of this event.